Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stopped working twice but they got it to work again. The customer¿s blood glucose level during the first occurrence of the issue had been up to 400 mg/dl. The customer also reported that their blood glucose level had gone up to 500 mg/dl in the middle of the night. They did not mention any form of treatment. They declined troubleshooting for the high blood glucose. The customer stated they had received 6 no delivery alarms in a row. They were able to resolve the no delivery alarms by changing the complete infusion and reservoir set. The device will not be returned for analysis.